Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure shaft damage occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous right superficial femoral artery. Vascular access was obtained via the left femoral using a contra-lateral approach. A non-bsc sheath was inserted and a non-bsc guide wire was advanced across the lesion. The lesion was predilated with a 5mm x 40mm x 135cm (B)(4) balloon. The physician inserted the 8mm x 38mm x 138cm iliac 6fr unistep plus stent delivery system (sds) with no difficulties. While the physician was advanced the iliac unistep stent, the outer shaft detached near the t-bar outside the body. The iliac stent was not deployed and the sds was removed intact. The physician completed the procedure with another 8mm x 38mm x 138cm iliac 6fr unistep plus stent delivery system. No patient complications were reported and the patient's status is good. Device analysis revealed exposed outer sheath braiding.

Manufacturer narrative:
(B)(6). (B)(4). A visual examination of the returned device revealed that the stent was fully mounted. The blue outer sheath was separated at 25mm distal to the distal end of the t-bar connector and exposed outer sheath braiding was protruding from the device in this area. The inner lumen was kinked where the blue outer sheath was separated. No issues were noted with the t-bar connector. During analysis, it was possible to retract the outer sheath by hand and partially deploy, re-constrain and fully deploy the stent without issue. There was no issue in the proximal or distal movement of the outer sheath nor were any issues noted with the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).